Event description:
This procedure was performed in another country. Femoral access and dilatation femoral. After physician deployed 3 cm of the protege everflex stent, physician was unable to deploy the stent any further. Physician retrieved the catheter, however, upon retrieval the protege everflex stent broke. Physician used a snare to retrieve the protege everflex stentm, however, lost part of the stent in the iliac. The physician then placed another stent to tack up the fragment. The physician continued the procedure in the sfa using another protege everflex successfully.